Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the system, verified that the services were running, ran a server down time query and confirmed that the processing time was current and no interface issue was identified. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user noted that the interface was not connecting to the electronic medical record (emr). The customer also mentioned that they did not saw any medication samples. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.